Manufacturer narrative:
(B)(4). Concomitant medical products: ep-200152 ¿ active articulation dual mobility bearing ¿ 051140 11-103205 ¿ taperloc femoral stem ¿ 443600; 650-1055 ¿ biolox ceramic head ¿ 2887342; 650-1064 ¿ ceramic option taper - 2897747. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08811, 0001825034-2018-08812, 0001825034-2018-08883, 0001825034-2018-08887.

Event description:
It was reported patient underwent right hip revision approximately 8 years post implantation due to increasing pain, migraines, tinnitus, alopecia, inability to read, difficulty driving, and inability to work. Patient continues to suffer from these symptoms after surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.